Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 and rails had issue. A field service engineer upon inspection, found that the right-side rail facing the station was malfunctioning and required replacement. Powered down the station and proactively replaced both rails to prevent potential issues with the left side in the future. Then powered the station back on and tested it using the hardware testing application, with all tests passing successfully. The customer then logged into the user application and tested the drawers, confirming that the rails operated smoothly without any obstructions or malfunctions. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer rail was giving issues. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.